Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). The sensor plug was not seated in the mount. Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user.  This case is not confirmed to use error.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on the day of wearing the adc freestyle libre sensor. Customer experienced "shaking" and was unable to self-treat. Customer was treated with sugar by her husband. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on the day of wearing the adc freestyle libre sensor. Customer experienced "shaking" and was unable to self-treat. Customer was treated with sugar by her husband. No further treatment was reported. There was no report of death or permanent impairment associated with this event.